Event description:
Foreign patient's mother contacted dexcom technical support on (B)(6) 2015 on patient's behalf and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The foreign patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was not performed due to the receiver being unable to communicate with the global communication tool. Photographs were taken of the device and the receiver screen displayed firmware error code. Therefore, the reported event of a hardware error was not confirmed. The dexcom g4 platinum continuous glucose monitoring system rev. 11, under section 13.8.2 receiver error code notes the following: this screen shows an error code that means the receiver may not be working properly. Write down the error code and contact dexcom technical support. Continue to check your blood glucose value using your blood glucose meter. No alert sound or vibration will warn you that you are no longer getting sensor glucose readings.

Manufacturer narrative:
(B)(4).the device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.